Event description:
New information received indicated that noise was observed on the ventricular channel via review of stored egms. The lead was capped and replaced. Patient was fine after procedure.

Event description:
It was reported that during a follow up, episodes of t-wave oversensing were observed. X-ray revealed externalized conductors. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.